Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they know how to increase their stimulator, but they get to a point that the ins was not working, and they needed to turn it up some more. Patient said that the last two times they got in to turn their stimulator up, they found that the stimulator was zero, like it's not even on. Patient said that it was like turning itself off automatically. Agent informed patient that the stimulator would not turn off by itself after making changes unless they turn it off before exiting the therapy screen. Patient confirmed currently their stimulator was working as they feel the sensation. Agent advised the patient to talk to their healthcare provider (hcp) if this continued to check their ins, and if they need help, they could call back. Agent asked for event date said probably end of march

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.